Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a single report of a possible contamination of the sterile field from a coseal kit containing one component labeled "not for human use" which was transferred onto the sterile field prior to the circulating nurse noticing the label. To ensure sterility of the field, the or personnel re-draped the field after passing all coseal components off. (B)(6). Additional investigation is currently ongoing and the sample has been requested for evaluation. Upon its completion a follow-up submission will be sent.

Event description:
The customer reported that they had a box of coseal in stock showing no abnormalities (no sticker on the box saying "sample" or "not for human use"). They opened the box and put the envelope on the sterile field. The envelope inside had a sticker indicating the product was a "sample" or "not for human use". The product was not used on the patient. The customer initiated a new sterile field. This was prior to use and there was no patient injury reported.

Manufacturer narrative:
(B)(4). Investigation summary: the sample was sent to baxter (B)(4) for evaluation. According to baxter (B)(4), after inspection of product, it was concluded that baxter operations applied demo sample labels on all pouches (product filled syringe, injection module and needles) of coseal product, but failed to apply the demo label on this sample carton. By error baxter operations applied the demo sample label on the sealed carton (good unit) and transferred this good unit carton to the demo cage. The carton which had a demo labels on all pouches was returned to inventory, which was ended at customer site. Baxter (B)(4) has initiated non-conformance report (ncr) (B)(4). It should be noted that the all the contents of the unit carton that was sent to the customer site had the demo sample label on all pouches.